Event description:
Boston scientific received information that this patient's implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead system was on the right side due to a dialysis shunt in the left arm. At the recent generator change-out, the high voltage lead impedance measured > 125 ohms in multiple vectors and it was suspected there may be an issue with the proximal coil. Defibrillation threshold (dft) testing was performed and were unsuccessful at 17 and 31 j; numerous external shocks were required which converted the rhythm. Reverse polarity was then tried and dfts failed again. The field representative discussed with boston scientific technical services (ts) that the physician was considering adding a lead to the cs or azygous vein. Ts reviewed that this would be considered off-label. Approximately, five days later the patient underwent another procedure where a competitor's svc (superior vena cava) coil was implanted in the left subclavian. Dfts were performed and were successful at 31 j. There were no additional adverse patient effects.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.